Event description:
It was reported the fabric foundation of the unit was burned by an internal component. Inspection of the unit revealed a 1/2" hole in one surface, although there was no evidence of an actual burn. The condition of the unit suggested that the unit had been folded during use, which had insulated and intensified the heat level. There was also evidence of compressing and damage to internal components. We concluded that there was no actual defect found and that this report was attributable to misuse on the part of the consumer.